Event description:
A hemodialysis (hd) user facility requested onsite service from fresenius to repair a 132-gallon dry acid mixer that was experiencing filling issues. A fresenius field service technician (fst) was dispatched to the user facility to evaluate the machine. The fst verified the reported failure, indicating that water was not entering the tank during fill mode. The fst found that the inlet water valve was not opening and needed to be replaced. The fst replaced the inlet water valve to resolve the reported issue. As a precaution, the fst also replaced the control console. Upon completion of the repair, the fst verified the mixer was working correctly and was filling during the fill step. A fill valve was returned to the manufacturer for physical evaluation. Upon evaluation of the returned part, thermal damage was identified.

Manufacturer narrative:
Plant investigation: a fill valve was returned to the manufacturer for physical evaluation. An external visual inspection of the part revealed there was thermal damage on the valve coil and cracks in the casing. The resistance measured across the hot and neutral terminals was found to be shorted. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the results of the investigation, the reported event was able to be confirmed.